Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the device was found to be functional upon device inspection. No relevant issues were identified in the manufacturing records. Conclusion: therefore the probable root cause of this event could not be determined.

Event description:
It was reported that the area where tubing clicks into inserter handle is stripped. Tubing does not click in and thus unable to expand the cage. Both tl and pl sets were used and both failed.

Event description:
It was reported that the area where tubing clicks into inserter handle is stripped. Tubing does not click in and thus unable to expand the cage. Both tl and pl sets were used and both failed.